Event description:
It was reported that the user was unable to attach a pre-filled pump cart during a cartridge change, as the connector would not turn and lock when the cartridge was inserted, although it would lock without a cartridge; after guidance to advance past on-screen prompts, start change cartridge and tubing, and rewind, the user tried a different pre-filled cartridge and the connector locked normally, allowing the change to proceed. Customer care provided assistance that included troubleshooting and education and collection of the reported lot number from the cartridge box. Investigation of this case revealed a suspected defective cartridge that prevented mechanical engagement of the connector, which was resolved by using a different cartridge from the same supply. No adverse clinical effects reported during the event. Outcomes included successful completion of the procedure with confirmed drops during fill tubing and normal use thereafter. It was concluded, based on previously established findings for similar reports, that a cartridge fit or dimensional incompatibility was the probable cause.